Manufacturer narrative:
The patient experienced the event on an unreported date in (B)(6) 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause was not reported. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the event with unspecified intraperitoneal (ip) antibiotics. After four days of the ip antibiotics, the patient¿s pd effluent became clear, the patient got better, and the patient was prescribed unspecified tablets to take for four days (doses and frequencies were not reported). On an unreported date in the same month as onset, the peritonitis was resolved and the patient was recovered. Pd therapy was ongoing. No additional information is available.